Event description:
It was reported that a spectrum pump wireless battery module had fluid ingress and corroded inside. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was operating out of specification in relation to the reported fluid ingress and corroded inside. The battery was repaired with a known good spectrum pump during evaluation, which found that the device's wireless connection capabilities are inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was retried from service.